Manufacturer narrative:
(B)(4).

Event description:
It was reported that the accessory was overheating. No product or data was provided for evaluation. Confirmation of the allegation, and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and passed. Usb cable load test was performed and passed. The allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.